Event description:
The iab was inserted into the pt on 9/9/97. On 9/11/97 after iabp for about two days, the iab leaked into the safety disk and the pump stopped. On 4/1/98, datascope was notified that the iab was discarded by the facility and would not be returned for eval. [Event complications]: none from the event-reported 9/16/97. [Pt's current status]: unk-rpt'd 9/16/97.

Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp.